Event description:
This is a report received by baxter (B)(4) on 29.jun.2010 from a patient from hospital (B)(6). On (B)(6).2010 , the patient reported to the nurse, a situation involving our product a locking titanium adapter for peritoneal dialysis catheter. During the treatment, the patient realized that the catheter had ruptured. The adapter was first fitted four years ago and there have been no problems reported since then. The patient started prophylactic antibiotic therapy after the awareness date but peritonitis started soon after he had stopped. One unit was impacted (one adapter and correspondent ruptured catheter), no other products involved. Samples will not be available for evaluation.

Manufacturer narrative:
(B)(4)the device was not made available for evaluation.

Manufacturer narrative:
(B)(4). The patient?s peritoneal dialysis (pd) physician explained that the product involved in this peritonitis event was actually a fresenius "fast flow" catheter. The physician confirmed that the rupture of the catheter occurred further way from the insertion point (not related to the titanium adapter fitting). This additional information received indicates that the rupture of the catheter was not related to the baxter titanium adapter and was not near the connection with the baxter product. The peritonitis was caused by the catheter and the peritonitis was not caused by or contributed to by the baxter products.